Event description:
It was reported that multiple cartridge alarms occurred during insulin delivery. Customer reverted to a backup insulin pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.